Event description:
A nurse reported to baxter a connection issue related to the uv flash transfer set. The nurse stated that they were unable to disconnect the patient adapter from the titanium adapter while using the adapter clamp of compact prep tray. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A photograph of the actual sample was received and is being evaluated. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of connection issue was not confirmed in the lab during sample evaluation. During visual inspection no manufacturing abnormalities were found. The assignable cause is undetermined.